Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unspecified feline animal procedure, suture was used. After the procedure the suture has absorption issues. It was unknown how long after the procedure this occurred.